Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ allergy syringe had incorrect label information. The following information was provided by the initial reporter: "we frequently have boxes that are printed on the outside as treatment syringes when opened the packs may be printed as treatment upon opening they may be testing syringes and vice/ versa."

Manufacturer narrative:
H6: investigation summary: customer returned a photo of 1/2cc and 1cc bd allergy syringes in trays. Customer states that received boxes that are printed on the outside as treatment syringes have testing syringes inside. The attached photo was examined and the trays exhibit the correct cover with the correct product information on them. No defects were observed. A review of the device history record was completed for batch #1166974. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd¿ allergy syringe had incorrect label information. The following information was provided by the initial reporter: "we frequently have boxes that are printed on the outside as treatment syringes when opened the packs may be printed as treatment upon opening they may be testing syringes and vice/ versa."